Manufacturer narrative:
A sample from the patient was provided for investigation. The investigation determined the sample contained an interfering factor against the streptavidin component of the assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
The serial number of the customer's e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tg on a cobas e 801 analytical unit. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer. The sample was repeated at a second site using the siemens method. The sample was also treated with polyethylene glycol (peg) and repeated with each respective method.